Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a wound that was not healing at the site of the implantable pulse generator (ipg). The physician examined the wound and found that the wound was leaking fluid and infected, and the ipg was visible through the skin. The patient underwent a procedure where the wound was cleaned and the ipg was relocated. The patient was noted to be doing well post-operatively. The explanted ipg was disposed at the facility and was not returned to boston scientific.

Manufacturer narrative:
Correction to field b5: ipg was replaced not relocated.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a wound that was not healing at the site of the implantable pulse generator (ipg). The physician examined the wound and found that the wound was leaking fluid and infected, and the ipg was visible through the skin. The patient underwent a procedure where the wound was cleaned and the ipg was replaced. The patient was noted to be doing well post-operatively. The explanted ipg was disposed at the facility and was not returned to boston scientific.